Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012294214); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with pre-existing low ejection fraction (ef), a pre-implant balloon aortic valvuloplasty (bav) was performed using a 26 millimeter (mm) non-medtronic balloon. Upon the first deployment attempt, the implant depth was approximately 3 mm on the non-coronary cusp (ncc), and 5 mm on the left coronary cusp (lcc). An intracardiac echocardiography (ice) was performed that revealed the valve crossed the membranous septum; however, no bundle branch block was observed. Subsequently, the valve was fully deployed. Following the implant of the valve, the implant position did not change and minimal paravalvular leak (pvl) was noted. Upon returning to the intensive care unit (ICU), complete heart block (chb) was observed.

Event description:
Additional information was received that a permanent pacemaker was implanted.

Manufacturer narrative:
Updated b.2, b.5, imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.